Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and it would cut through the tissue. The device was being fired on the cystic duct. A competitive device was used to complete the procedure. There was no patient consequence. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Aksu. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? No. The following information was requested, but unavailable: was there any bleeding? If so, please quantify. How was patient treated? Any leakage from cut cystic duct? Any alteration of procedure or post-op patient care? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.